Event description:
Patient (user) reported to catheter supplier that the substituted m14 catheters he received are not draining as fast as his usual brand and feels that he developed a uti since urine was left in his bladder. No medical treatment was reported. His doctor prescribed an antibiotic and he is now recovered.